Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and performed a filament calibration. The ge representative was unable to reproduce the vertical lift switch problem. The system operates as intended.

Event description:
The customer reported the system displayed a low ma error and the vertical lift switch is stuck. No pt injury was reported.